Manufacturer narrative:
(B)(4). The incident sample was not returned to covidien for eval. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported that a non-rem pad caused a full thickness burn in the lumbar region of the pt's back during a cardiac ablation. The ablation generator used was a biosense webster model stockert 70. The alarm was reported to go off twice at 250 ohm during the procedure. The machine reset itself and the procedure was continued. The warning light and alarm did not continue to sound. One pad was in use and was placed on the pt's back as per the biosense webster IFU. The burn was treated with a skin graft. A second skin graft is needed.